Event description:
On (B)(6) 2015, the patient was having a routine dye study that they normally performed prior to pump replacements to check for catheter patency. They were unable to aspirate from the catheter access port. The catheter was occluded. On (B)(6) 2015, the proximal portion of the catheter was explanted; the distal portion was tied off. The severity of the event was noted to be ¿mild¿. The event outcome was reported as ¿resolved without sequela¿ with a resolution date of (B)(6) 2015. The device system was delivering sufentanil, clonidine, baclofen, and bupivacaine.

Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿no significant anomaly ¿ acceptable catheter testing¿.

Manufacturer narrative:
Concomitant products: product ID: 8731, lot# b003007n03, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, additional information was received from a healthcare provider via psr (product surveillance registry). The patient had increased pain related to the event.